Manufacturer narrative:
Concomitant product: c6tr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that one week post implant of a new device the patient complained of significant diaphragmatic stimulation from the chronic left ventricular (lv) lead. There was also "left arm jumping." The lead was turned off. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.